Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that air was leaking out from the handle end of the dermatome during inspection. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On june 21, 2018, it was reported that air leaking out from the handle end. The customer returned an air dermatome device, serial number 109774, for evaluation. The customer did not return a hose, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in vdoc portal services. The last repair was september 19, 2016 where it was reported that the unit is not working and the air motor, the hardware motor kit, the lever, the reciprocating and the thickness control shaft were replaced. This is not a related issue. Product review of the air dermatome by medicrea on july 10, 2018 revealed that the motor was used corroded and did not run at all. It was also noted that the lever and reciprocating are used. The device calibration was out of specification at all settings. The technician also stated that the device came without air hose so unable to say if the leakage was coming from the hose and also did not find any other leakage from device. Repair of the air dermatome was performed by medicrea on july 18, 2018 which included replacement of the bearings, o-ring, spring seal, poppet housing, poppet spring, motor, motor sleeve, lever die cast aluminum, ball plunger, and reciprocating arm pack. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during product review technician stated that the device came without air hose so unable to say if the leakage was coming from the hose and also did not find any other leakage from device. The root cause of the reported event cannot be specifically determined since during product review technician also stated that the device came without air hose so unable to say if the leakage was coming from the hose and also did not find any other leakage from device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.